Event description:
It was reported that, "the surgeon reported the pt had an undersized, loose tibial component. The x-ray confirmed loosening so the surgeon revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to MFR. Additional info (x-rays, medical records, operative notes) and requested. If it becomes available, the eval summary will be submitted in a supplemental report.